Event description:
Customer reported that they have experienced three leakages during use, sets are leaking from the drip chamber. One incident involved a chemotherapy drug spilling onto the staff member. We received three used samples and two empty single packages for investigation. We performed a visual inspection on the received samples and we found at two drip chambers a leakage through a transversal crack in the lower part of the drip chamber directly below the moulding ring. At the third drip chamber is no crack and no leakage visible. Damage was found during second investigation. Further visual inspection under the microscope the cracks could be confirmed, but no further indication for external material damages, flow lines, material inhomogeneities could be detected. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. We checked the assembly process of the drip chamber but we could not reproduce the failure during the assembly of the drip chamber and/or o-ring injection moulding process. We have checked the retain samples of the complained batch by visual inspection. After the visual inspection we performed a free flow and tightness test with retain samples of the complaint batch which resulted in no leakages. Further a practical test was performed including priming and squeezing the drip chamber for several times. For all retain samples the drip chamber could be primed and no cracks or stress was induced to the drip chamber. All batch records were reviewed and there were no indications related to the complaint reason. There was no deviation during the production process. All potential factors could be either excluded or it could not be proven that they are the reason for the defects. Therefore we assume that a combination of worst case factors might lead to cracking of the drip chamber. Since the root cause could not be determined, actions have been implemented to reduce overall variations in the production process and potential root causes.

Manufacturer narrative:
(B)(4).